Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was originally reported that during an unspecified procedure the coating on the tip of a roadrunner uniglide hydrophilic wire guide was "unusual" with an irregular surface. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information was received on 23aug2024, stating that there was no damage to the wire, only that the coating was peeling off. Latex gloves were used during the procedure and the device was used once. The coating was reactivated before use and was kept hydrated while not in use by being stored in a water tray.

Manufacturer narrative:
Correction: date aware, b3 summary of event: it was originally reported that during an unspecified procedure the coating on the tip of a roadrunner uniglide hydrophilic wire guide was "unusual" with an irregular surface. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information was received 23aug2024 stating that there was no damage to the wire, only that the coating was peeling off. Latex gloves were used during the procedure and the device was used once. The coating was reactivated before use and was kept hydrated while not in use by being stored in a water tray. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU does not provide any relevant information to the user related to the reported failure mode. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the device caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.